Manufacturer narrative:
It was reported that a 68-year-old male patient underwent an ablation procedure for persistent atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. In addition, a steam pop occurred. The device was received for analysis on (B)(6)2018 and visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30079818l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non-biosense webster, inc. Product - st. Jude medical brk-1 (407207) transseptal needle; non-biosense webster, inc. Product - st. Jude medical agilis 8.5 fr sheath (408310); biosense webster, inc. Product - carto® 3 system. Catalog #: unknown; serial #: unknown . Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for persistent atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, an audible steam pop was noted. Cardiac tamponade was then confirmed on intracardiac echo (ice). Reminder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. There¿s no information regarding extended hospitalization and patient¿s outcome. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. The very unusual anatomy at site of steam pop was cited as a factor that might have contributed to the adverse event. No error messages were observed on any biosense webster, inc. Equipment during the procedure with an activated clotting time (act) about 300-350 seconds. The act was about 379 seconds around time of steam pop. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle and a st. Jude medical agilis 8.5 fr sheath. The generator was used in power control mode with a temperature cut-off at 40 degrees celsius and an impedance cut-off at 250 ohms, the spike impedance cut-off was off. The power did not titrate during the ablation. The catheter irrigation was set at 8 ml/sec < 30w and 15 ml/sec >= 30w. The overall time for ablation at the site of injury was 24.22 seconds. The patient received anticoagulant (unspecified) during the procedure. The noted temperature, impedance and power at the time of injury was median power: 40w (range 5-41w); median temperature: 22 degc (range 21-33 degc); maximum change in impedance: 18 ohms. The thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. It is noted that on (B)(6) 2018 this same patient experienced the same adverse event during afib ablation. It is at present not believed by the physician that a biosense webster, inc. Product is responsible and the issue is most likely anatomy, patient related. The previous event was reported under (B)(4). Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The steam pop issue is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.